Event description:
Light bulbs malfunctioned. Pt going to hosp as a precaution regarding bulb malfunction but no pt injury. Pt received pain meds and had already resumed treatments on a different unit.